Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a coincident with dianeal pd4 ambuflex therapy and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. Treatment was not reported. The outcome was not reported. It was not reported whether dianeal or extraneal therapies were ongoing. The nurse reported the event was not related to the dianeal or extraneal therapies. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10g26065, h10i24066, h10g30067, h10a06037 and h10i30048 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.